Manufacturer narrative:
Date of report: 19sep2018. Date received by manufacturer: 18apr2018. Reported on 05jan2018; reporter's name; the device was evaluated and it was determined that the blower required replacement. Subsequently, the device was returned to service. No parts were returned for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is vent inop as exhibited by diagnostic code 1012 (air valve liftoff failure).no patient involvement.